Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump, confirming the shipping address and providing the necessary instructions for returning the malfunctioning device. The customer acknowledged these instructions and planned to use a multiple daily injection (mdi) therapy as a backup to ensure continuous insulin delivery while awaiting the replacement.